Manufacturer narrative:
The device was not returned for evaluation. The reported issue could not be verified or duplicated and the root cause could not be determined.

Event description:
The customer contacted stryker to report that their device displayed a blank white screen. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device displayed a blank white screen. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
The customer's device was returned to stryker for evaluation. A service representative performed evaluation of the device and was not able to verify or duplicate the reported issue. The user interface pcb assembly was replaced as a precautionary measure. The device passed functional and performance testing and was returned to service with the customer.

Event description:
The customer contacted stryker to report that their device displayed a blank white screen. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.